Event description:
Pt was revised due to poly spin out.

Manufacturer narrative:
Examination was not possible as no product was returned. The initial report indicates that the insert was revised from a 12mm thickness to a 15mm thickness. A search of the complaint database did not find and add'l reports for this product code/lot. The investigation could not verify or identify any evidence of product contribution to the reported problem. The initial report states that it is not suspected that the product failed to meet specifications. Info received indicates that joint laxity may have been a contributing factor. Based on the investigation, the need for corrective action is not indicated. Should add'l info be received the investigation will be reopened. Depuy considers the investigation closed.